Manufacturer narrative:
UDI: (B)(4). Concomitant medical products: concomitant med products and therapy dates: small battery drive device, battery device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive casing device had an unintended/unexpected interaction. It was further determined that the device was disengaged. It was noted in the service order that the power of the small battery drive casing device was getting weak. It was further determined that the small battery drive device did not work even when the battery device changed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.